Event description:
Customer reported an issue with the t:slim x2 pump where the battery would not charge. There was no reported impact to the customer¿s blood glucose level. The customer informed that the pump was being charged at a clinic and planned to call back once they had access to the pump for further assistance.

Event description:
Customer reported an issue with the t:slim x2 pump where the battery would not charge. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.